Event description:
It was reported that during implant procedure, the right atrial lead exhibited high impedance and loss of capture. The lead helix would not retract after placed in body and stylet would not advance through the lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.